Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00016.

Event description:
It was reported that a driver and a pedicle screw broke during surgery. The tip of the driver snapped off while installing a screw. The surgeon was able to recover the broken piece. Another driver was used to continue the procedure. The tulip of the pedicle screw snapped off during final tightening. The screw was removed and replaced with another screw of the same size. There was a surgical delay greater than 30 minutes in length associated with this event, but there were no patient injury reported as a result of the delay. This is report one of two for this event.

Manufacturer narrative:
The returned driver was evaluated. The tip was fractured off. The cause is likely attributed to a slight off-axis usage or the patient had hard bone which would have required more force than is typically required to install a screw. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.